Event description:
Following an uneventful novasure endometrial ablation on (B)(6) 2013, the pt was discharged home. The following day, the pt returned with a "fever and stomach pain" and was admitted to the hospital. On (B)(6) 2013, a laparoscopy was done and a 1 cm uterine perforation was found. "The surgeon checked the whole bowel but could not find any bowel burn." Treatment included antibiotics "for prophylaxis." The pt was discharged home on (B)(6) 2013. On (B)(6) 2013, the physician reported the pt is "ok, she went home healthy."

Manufacturer narrative:
Serial number of the device not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. (B)(4).